Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No motor error alarm or excessive no delivery alarms noted. Insulin pump unable to prime during prime test due to unit received with a minor scratch on lcd window, cracked reservoir tube lip, and cracked battery tube threads. Insulin pump pending motor test.

Event description:
It was reported that the insulin pump alarmed motor error during priming process. The blood glucose reading was 392 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump. It was also reported that the device alarmed no delivery but the customer declined troubleshooting for this issue. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump passed displacement, rewind, basic occlusion, and excessive no delivery alarm tests. No motor error alarm or excessive no delivery alarms noted and the motor passed motor test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.